Event description:
This report is against maude report (B)(4). A copy is attached. The only information contained in this report is correction or additional information. Maude report (B)(4)was submitted to the complaint handling unit on (B)(6) 2015. It was reported there was early hardware failure requiring surgical implant removal. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Explant date: unknown. It is unknown if the device has been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).